Manufacturer narrative:
Qn#(B)(4). The customer returned one s-l PICC catheter for analysis. The peel away sheath was not returned for analysis. Definite signs of use were observed. Visual analysis revealed that the catheter was intentionally severed approximately 29cm from the juncture hub. No other defects or anomalies were observed. The two separated portions of the catheter totaled to 19 14/16" which is within the specification limits of 19 1/2 - 20" per the catheter product drawing. The outer diameter measured 0.0565" which is within the specification limits of 0.054 - 0.057" per the catheter extrusion graphic. The catheter was functionally tested per the instructions for use provided with a general pr-35041-hphnm kit which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal portion of the returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000078) which states that "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. The distal portion was additionally tested by inserting a lab inventory needle/syringe subassembly into the lumen and pressurizing the line. No leaks were observed from any region of the catheter. The IFU provided with a general pr-35041-hphnm kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a hole in the catheter could not be confirmed through the investigation of the sample. The catheter passed all relevant visual, dimensional, and functional testing. A device history record review could not be performed to suggest a manufacturing issue. Therefore, based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported, "a pinhole sized hole, perforated sheath was observed. It was inserted in right arm in pacu. The device was removed in its entirety and replaced successfully. Therapy was not delayed and there were no patient complications." The patient's current condition is reported as "unknown" at this time.

Event description:
It was reported, "a pinhole sized hole, perforated sheath was observed. It was inserted in right arm in pacu. The device was removed in its entirety and replaced successfully. Therapy was not delayed and there were no patient complications." The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
(B)(4).